Manufacturer narrative:
The reported event of guidewire could not be inserted into the lead was not confirmed. As received, a complete lead without a guidewire was returned in one piece for analysis. Analysis found the guidewire was able to be inserted and removed without difficulty. Visual and x-ray inspections did not find any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During implant, the guidewire could not be advanced in the left ventricular (lv) lead without difficulty. The event was resolved by explanting and replacing the lv lead. The patient was in stable condition.